Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the connector pins were bent on the trunk cable connector. The root cause for the bent pins could not be positively identified but was likely excessive force while the belt connector was being inserted into the patient's monitor. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing of electrode belt sn (B)(4), the trunk cable connector pins were found to be bent. The last patient to use this electrode belt did not report any deficiencies.